Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: contact with the sales via phone today, no further information available for below questions. Could you please clarify if the patient suffered from signs or consequences due to the issue? Please confirm. Could you please clarify if the suture got broken or did the needle got broken? What is the lot number & product code?

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the product broke when sewing in surgery. The physician didn't told which part of the suture was broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.